Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl and was within normal range. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to call back if the code appeared again and can continue using the pump.